Manufacturer narrative:
The insulin pump was monitored and had no constant tone alarm and or audio beep anomaly noted. The act button was unresponsive due to flattened button dome switch. The device had cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an issue where there was a constant tone and an unresponsive keypad. The blood glucose reading was 190 mg/dl. No significant events leading to the keypad issues were observed. Advised to remove and re-insert the battery, but the tone continued. The customer's insulin pump will be replaced. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).